Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he occasionally has low blood glucose readings while sleeping and has woken up with high blood glucose in the past. Customer occasionally has highs and lows. Customer had malfunctions where he changes the batteries and the pump rejects them.